Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and service report. No log files were attached to this complaint. The ventilator was investigated on site by our field service engineer (fse) who found out that the expiratory cassette required replacement. After replacement the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The replaced part was left at the customer's site and not returned to us for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).